Event description:
I was in the hospital for a couple of days, and I had to wear a heart monitor. The electrodes caused a serious rash with itching & blistering. The electrodes used were 3m red dot 2570-3. They were somewhat itchy during hospital stay. After removing them, the involved areas were red, some blisters, and worsened itching. I was admitted through the emergency department. I was unable to express any concerns about the electrodes since I was being evaluated for a stroke.